Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. A1: patient initials were not available. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: kit0749-01, serial/lot : 715128 h3, h6:a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. The 3define camera was replaced. B01, c02, d02 is applicable to the system checkout. The camera was returned for product analysis. The analysis determined that the original complaint could not be confirmed. B01, c19, d14 is applicable to the product analysis. The exports/logs were returned for software analysis. The analysis determined that this issue was related to a defect in software 5.0. B01, c10, d02 is applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that the 3define scan failed twice during a l5-s1 alif procedure. Troubleshooting involved two hard reboots of the system. A generic work volume was used to continue the procedure. There was no patient harm and the procedure was delayed less than an hour.